Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned for results in the meter's memory. The customer's expected fasting blood glucose test result range is 100mg/dl to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room,away from any humidity or moisture. The test strip lot manufacturer's expiration date is 07/15/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history : (B)(6). Customer states that the meter is new, customer have never obtained this low in the past. Customer has control solution but it expired on 4/30/2015.